Event description:
It was reported to philips that a grid switch error caused no fluoro or cine on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube and grid switch cable (coax cable (30mtr bnc/bnc), mrc 200 0407 rot-gs 1004) and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).